Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's adhesive irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an allergic reaction consisting of extreme skin damage from the pod adhesive while wearing the device on the arm for longer than 48 hours. The patient was taken to the hospital and was prescribed cavilon spray.